Event description:
Customer complained a couple of times the brush came out with the wire in their tooth. They did use the correct size for their teeth. Also, did not force them into their teeth.

Manufacturer narrative:
Complaint not confirmed.